Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The patient reported feeling short of breath. The device was explanted and will be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no irregularities. The header was firmly attached the device case. There were no holes noted in the seal plugs and all setscrews moved freely. Interrogation of the device found it was in safety mode with pacing therapy available at a fixed rate and output. A review of the device memory confirmed that on (B)(6) 2020, the device recorded three power on reset alerts which caused the device to enter into safety mode. The device case was opened, and the internal components were analyzed. It was confirmed that the battery has high internal resistance which caused the three power on resets and the device to enter into safety mode status. Patient code 3191 was used to capture the surgical intervention.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The patient reported feeling short of breath. The device was explanted and will be returned for evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted no irregularities. The header was firmly attached the device case. There were no holes noted in the seal plugs and all setscrews moved freely. Interrogation of the device found it was in safety mode with pacing therapy available at a fixed rate and output. A review of the device memory confirmed that on (B)(6) 2020, the device recorded three power on reset alerts which caused the device to enter into safety mode. The device case was opened, and the internal components were analyzed. It was confirmed that the battery has high internal resistance which caused the three power on resets and the device to enter into safety mode status.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. The patient reported feeling short of breath. The device was explanted and will be returned for evaluation.